Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for a routine device check, the right ventricular lead exhibited low, out of range, pacing lead impedance. Several attempts were made to measure battery impedance by the device; however, all the attempts failed. The device had met the eri criteria by reaching a magnet rate of 77 bpm. Lead revision/ replacement will be considered at the time of device replacement due to eri. No intervention has been performed. The patient was stable.